Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after placing the trach tube, it was noticed a few days later there was leakage and the airway was off. After changing the trach they noticed there were two pin holes in the affected device which may have been causing the issue. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.